Event description:
The customer reported to olympus, the videoscope right/left fixing lever comes off. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During inspection and testing, service the device evaluation found foreign object inside the nozzle. Other findings: forceps elevator knob has a crack, nozzle has foreign objects, due to wear of angle wire the bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, adhesive on bending section cover has a chip/crack, switch 2 has a scratch, switch box has a scratch, adhesive around objective lens is peeled, connecting tube has discoloration, connecting tube has a dent, scope cover has a scratch, objective lens has a scratch, scope connector cover unit has a scratch, protector of universal cord on suction connector side has a scratch, protector of universal cord on control section side has a scratch, image guide protector has a scratch, forceps channel port is shaved, grip has a scratch, paint on suction cylinder is peeled, right/left knob has a scratch. Based on the results of the legal manufacturer¿s investigation, the cause of the foreign object inside the nozzle was unspecified. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU):: "operation manual for gif-xz1200 chapter 3; preparation and inspection describes how to detect the subject event. Reprocessing manual for gif-xz1200 chapter 5; reprocessing of the endoscope (and related reprocessing accessories) describes how to prevent the subject event." Olympus will continue to monitor field performance for this device.